Manufacturer narrative:
A report was received that the distal tip of an outback ltd re-entry catheter separated in a patient. The separated portion remains implanted within the patient with no reported patient injury. The event involved a (B)(6) patient with a past medical history of cardio-pulmonary disease. The patient¿s ischemic disease burden was rutherford¿s classification of five. Given the patient¿s co-morbidities, the physician opted to select percutaneous intervention as the first line of therapy versus surgical femoral to distal popliteal bypass. The procedure was initiated via an ipsilateral approach with a 6f brite tip sheath. Manipulation/placement of the sheath was problematic as the groin was scarred and it was not possible to insert the sheath all the way in to the level of the skin. The outback catheter was advanced on a stabilizer xs guidewire towards the target lesion located in the patient¿s popliteal artery. The outback catheter was prepped according to the instructions for use (IFU) and the cannula needle activated smoothly during the catheter¿s preparation. The physician was not able to cross a long, heavily calcified sub-intimal space with the outback catheter. In order to perform additional pre-dilation of the lesion, the physician withdrew the outback catheter. Abnormal force was required when withdrawing the outback from the sheath as the outback tip got stuck. No force in the axial movement or torquing of the outback was necessary. Distal tip separation occurred when removing the device through the sheath. The separated distal tip was lodged against the occlusion and was away from any collateral circulation. The physician opted to leave the retained portion in situ and no stent was used to secure the tip. The procedure was completed with no reported patient injury. The physician is reported to have not been impacted by any changes in indications, thought leadership or publications. One non-sterile outback was received coiled inside a plastic bag. The unit was received with the distal tip separated; the distal tip was not received. About 30cm of the distal section of the outback showed a waved/curled condition. The cannula needle was protruding due to the tip separation. No other anomalies were observed. During microscopic analysis it was noted that the device was elongated in the sections of the separation. It seems that unit was stressed at the at the rupture point before the tip separation. A review of the manufacturing records for this device revealed that the lot of products met specification prior to release. The product IFU cautions that excessive calcification at the site of re-entry may impair its¿ performance. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle may have contributed to the reported events. Based on the information available for review, there are vessel characteristics (long, heavily calcified lesion) that may have contributed to the reported event. The reported ¿catheter tip/distal tip (outback only) ¿ fractured-separated/in patient¿ event was confirmed by visual analysis. The exact cause of the failure reported as well as the waved/curled condition observed on the distal section of the outback body/shaft could not be conclusively determined. However the evidence of elongation at the point of separation is consistent with handling issues. Neither the product analysis nor the manufacturing records reviews suggest that the failures could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the physician was not able to cross a long, heavily calcified sub-intimal space with the outback re-entry catheter. The physician attempted to withdraw the device to perform additional pre-dilation of the tract. During withdrawal, the metal/distal tip became stuck just beyond the tip of the sheath and snapped off/separated. The separated tip lodged in a stable position against the occluded vessel and the physician was transferred to another facility for further management. It is not known as yet if the separated tip was removed or left in situ. The outback was loaded onto a suitable .014¿ guidewire and introduced through a suitable sheath as per the instructions for use (IFU). Additional information received indicated that: the physician¿s technique has not been impacted by any changes in indications, thought leadership or publications. The patient¿s ischemic disease burden was rutherford¿s classification of five (5). The patient¿s age and underlying co-morbidities of cardio-respiratory disease made the physician select percutaneous intervention as first line therapy vs surgical options. A fem-distal popliteal bypass surgical option would have been recommended if no percutaneous intervention was available. The target lesion was the popliteal artery. The approach was ipsilateral. The presentation of the patient¿s anatomy was reported to be conventional: distal sfa (adductor level)/prox pop (p1 and part p2) occlusion. The access site was reported to have mild to moderate calcification. A cordis 6 fr. Brite tip sheath was used. No guiding catheter was used. A stabilizer extra support guidewire was used. The outback was prepped following the instructions for use (IFU). The cannula/needle activiated smoothly during preparation. None of the ancillary devices showed damage post-procedure. Manipulation/placement of the sheath was problematic as the groin was scarred and it was not possible to insert the sheath all the way in to the level of the skin although the tip of sheath was well inside the sfa. It was difficult to push the outback through the sub-intimal channel due to extreme vessel calcification. Abnormal force was required when withdrawing the outback from the sheath as the outback tip got stuck. No force in the axial movement or torquing of the outback was necessary. The separation occurred when removing the device through the sheath. The separated distal tip was lodged against the occlusion and was away from any collateral circulation. No stent was used to secure the tip. No additional information is available.

Manufacturer narrative:
(B)(6). Concomitant products: csi: cordis 6 fr. Brite tip; gw: stabilizer extra support. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.